Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed an infection following device replacement. A few months after ipg replacement, the patient had some redness around the ipg which was treated with antibiotics and the redness improved. Last month, patient was admitted to the hospital where two areas on their scalp had purulent drainage. Patient was discharged home to follow-up as an outpatient. Patient returned to the doctor's office with skin breakdown over their ipg and purulent drainage from their scabs. They were immediately admitted to the hospital for antibiotics and surgical debridement. The dbs system could not be saved and was explanted on (B)(6) 2024.